Manufacturer narrative:
The hill-rom technician found the head up valve was stuck. He replaced the valve to resolve the issue.

Event description:
Information received indicated the head section would not raise.